Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 429.7 per day) via an implantable infusion pump. It was reported that the patient was admitted to the hospital with withdrawal symptoms. The catheter was unable to be aspirated and surgery was performed. Once in surgery catheter was completely knitted behind the pump and tissue had grown into the pump connector. The pump segment of catheter was replaced and discarded of.